Event description:
A customer reported to baxter corporate product surveillance (cps) of one (1) air-eliminating IV extension set with a 1.2 micron filter in which total parenteral nutrition was not flowing through this set and an unknown pump gave an occlusioin alarm. The caller is inquiring whether other hospitals have been having the same issue with the filter. There was no patient involvment or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available for evaluation. However, if the customer decides to send in the sample, a follow-up report will be submitted once the evaluation has been performed. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required.